Event description:
A customer contacted beckman coulter, inc. (Bci) regarding elevated troponin (accu tni) results generated by the access 2 instrument for one patient. The initial accu tni result was 2.79ng/ml. Two more specimens drawn 6 and 12 hours post admittance gave results of 3.06ng/ml and 1.45ng/ml respectively. The elevated results were reported out of the lab. All 3 samples were tested for troponin by a different method and results of "<0.05ng/ml" were obtained for sample 1 and 2. The 3rd sample gave a result of 0.42ng/ml. Based on available information, patient was started on heparin treatment and transferred to another facility. There was no death or injury attributed to or connected with this event that bci has been made aware of.

Manufacturer narrative:
The samples were collected in lithium heparin with gel separator tubes. Qc and system check were within specifications. The specimens were sent to a customer product line support (cpls) for further testing: a cpls duplicated the customer's results on accu tni. Further testing for heterophile interference was performed and no interference was detected for accu tni. A field service engineer (fse) was not sent as this is isolated to this one patient sample. A clear root cause for this event cannot be determined. A malfunction will be assumed for the purpose of this report.